Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported by the pt to stryker that, "2007 knee replacement, having a lot of pain, knee is loose. Dr. Did a second knee replacement, (B)(6) 2008. (Different doctor than the first doctor.) Still having pain. Wants to know why he is having so much pain. Can someone call him back? Cannot put weight on it. Wants some answers as to why it hurts."